Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. The analysis of the available device data showed that a threshold was solely successfully measured to 0.9v at implantation. It was reported that the lead perforated. Thus, a valid threshold could not be measured subsequently and the capture control set the pacing output to a safety value of 4.2v (start amplitude of 3v plus a safety margin of 1.2v). However, with the first home monitoring transmission the pacing amplitude was already 4.2v. As the status of capture control was still ok, no home monitoring alert was displayed. This does not represent a device dysfunction. Should additional relevant information become available, the investigation will be updated.

Event description:
It was reported that one day after the implant, the lead perforated the heart wall. A myocardium perforation was found when the patient was examined by the physician. The homemonitoring transmission from the day after implantation showed that the lead output changed from programmed 1.4v to 4.2v. The lead remains actively implanted at this time. Should additional information become available, this file will be updated.